Event description:
There was a hair inside the sterile packaging of the xxl balloon dilatation catheter. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'no harm'.